Manufacturer narrative:
Batch review performed on 10-feb-2023. Lot 1908815: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-26. No anomalies found related to the problem. To date, 34 items of the same lot have been sold with no similar reported case during the period of review. Other device involved: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 2003009:(B)(4) items manufactured and released on 23-jun-2020. Expiration date: 2025-06-02. No anomalies found related to the problem. To date, 236 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the patella and insert. The surgery was completed successfully.